Event description:
It was reported the manufacturer¿s representative (rep) thought the patient¿s battery was in overdischarge as the patient claimed to have not charged their battery for a couple of months, but it turned out that it was only in discharge. The rep. Stated they were able to start a normal charge and the patient was charging the battery up to 25% so they could interrogate the device. Telemetry issues were reported as the patient claimed that even though he had eight bars the implantable neurostimulator (ins) wouldn¿t charge. The patient stated he could sit for several hours but the charge level of the battery did not increase. At the time of the call the battery seemed to be charging normally. However, the rep. Later noted that the cause of the event was not determined. The patient stated he was charging as normal but it would not hold a charge. Recharging was also done in the office but it wasn¿t holding a charge. The patient along with the physician elected to have the ins replaced with a new one. The replacement was being scheduled. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).